Manufacturer narrative:
H.10: no service activity has been conducted yet on the unit. Considering the age of the unit and based on similar complaints investigation, it cannot be ruled out that a defective electronic components of the gas blender could have led to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. The reported issue could be confirmed upon testing and during the pre-calibration phase an error associated to a fault in the set/ actual value comparison was detected for air and o2 channel. In addition, trace of corrosion coul dbe detected on the internal components. A value deviation was detected also for co2 channel. The mass flow controllers for air /o2/ co2 and the microbridge mass flow sensor for o2/co2 were replaced. The problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.the root cause of the reported issue can be traced back to defective electrical/electronic components of the gas blender.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received report that a s5 gas blender system was found to be out of tolerance during maintenance. There was no patient involvement.